Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had received unspecified error alarm as well as reservoir was not secure in housing. Customer¿s blood glucose level was unknown. Customer stated that the battery life diminished as well as insulin pump rejected a new battery and rainbow effect on screen. Customer also stated that the insulin pump rewind sounds like it was grinding and insulin pump was cracks on the screen and reservoir housing. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.